Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that insulin pump received excessive no delivery alarms and motor error alarms. Customer's blood glucose was 300 mg/dl. During troubleshooting, it was found that drive support cap was sticking out. Customer was advised that insulin pump would need to be replaced.